Event description:
Senseonics was made aware of an incident where user contacted customer care to report that their sensor readings were consistently inaccurate compared to their blood glucose (bg) meter readings. The user provided several examples of discrepancies between the sensor glucose (sg) and bg readings, with differences ranging from 23 to 110 points. Customer care educated the user about potential causes of discrepancies, such as lag time between bg and interstitial glucose levels and advised the user to focus on trends rather than individual readings. Despite this, the user reported that the differences in readings were too significant to trust the sensor. A diagnostic upload (du) was performed with the user on the phone, and the case was escalated to the next level of support for further review.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user contacted customer care to report that their sensor readings were consistently inaccurate compared to their blood glucose (bg) meter readings. The user provided several examples of discrepancies between the sensor glucose (sg) and bg readings, with differences ranging from 23 to 110 points. Customer care educated the user about potential causes of discrepancies, such as lag time between bg and interstitial glucose levels, and advised the user to focus on trends rather than individual readings. Despite this, the user reported that the differences in readings were too significant to trust the sensor. A diagnostic upload (du) was performed with the user on the phone, and the case was escalated to the next level of support for further review. The next level of support recommended monitoring the system until january 3, 2025, and advised the user to continue entering bg values as calibrations to help the system adjust. By january 4, 2025, the next level of support reviewed the data and noted that the system was continuing to adjust, with expected improvements over the next few days. The user was advised to continue calibrating as calibrations to help the system adjust. The user was informed of the recommendation to continue using the system and to check bg levels with a meter if symptoms did not match the sensor readings. The user was satisfied with this interaction and agreed to follow the advice.